Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, advising the customer to use a backup insulin pump in the interim. The customer was informed about receiving a replacement pump with updated software, and steps for returning the faulty pump to tandem were provided and acknowledged by the customer.